Event description:
Treatment of a previously ruptured middle cerebral artery (mca) wide neck aneurysm with balloon remodeling technique. It was reported with the balloon catheter in the vasculature, the guidewire was removed in order to re-shape for better distal navigation. The guidewire was re-inserted and the balloon inflated. Subsequently, the balloon could not be deflated and was removed by force. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.